Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when connecting the oxygen cylinder during patient transport, a significant gas leak occurred at the connection point, and the device started alarming "oxygen not available", "high o2 supply pressure" and "check vent: o2 supply pressure sensor range error". It took about 3 seconds to switch to the oxygen cylinder, and it was soon changed over to manual ventilation, then the transport was performed with another device. The device was tested for reproducibility using the same cylinder and high-pressure gas regulator, but the issue did not recur, and it functioned normally. There was no harm to the patient or user. There was no further medical intervention provided to the patient.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and connected hyperbaric oxygen and ran a running test, but the phenomenon was not reproduced. The occurrence of oxygen supply pressure rise and o2 pressure sensor range error was in the event log. The device was inspected and the oxygen sensor that measures high-pressure oxygen did not have abnormalities. The customer requested to cancel the repair and return the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.